Event description:
It was reported that patient was having knee pain, redness and swelling, and an incision and drainage of the left knee with arthrocentesis was performed due to proximal leg abcess with secondary cellulitis adjacent to total knee arthroplasty.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, (B)(6) details regarding the patient¿s weight-bearing status, bone quality, and fall/trauma history have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subluxation of tibial component is due to the anterior posterior instability which also was the reason for the revision. The patient¿s medical history is significant for multiple comorbidities which cannot be ruled out as possible contributing factors. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.